Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during colorectal surgery, the device did not seal correctly. An end tone indicating a completed seal cycle was occasionally heard. The surgeon used another device of the same type to continue the procedure, and no patient injury resulted.

Manufacturer narrative:
One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection showed no defects. The returned product met specification as received. The customer reported the device does not activate. The reported condition was not confirmed. The device was inspected and no defects were noted with the device jaw. The device was activated ten times on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.